Event description:
The reporter alleges back to back results of 67 mg/dl on the customer's meter and 37 mg/dl on the emt's meter. The customer was given glucose and transported to the ER, see above. Controls were not run. Return requested and replacement was sent.